Event description:
In the laser system, the pc panel did not start. We are unaware about delay on treatment or patient injury.

Manufacturer narrative:
The pc panel was replaced and the laser system restarted to work without problem. We are unaware about delay on treatment or pt injury.